Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced to component failure - due to the a high frequency current was applied without keeping a sufficient distance from the distal end when using a radiofrequency ablation device. To mitigate the risk of device damage and or patient harm, the instruction for use provides information in the following: - chapter 4 usage, 4.3 endo therapy accessories, radiofrequency ablation therapy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the distal end cover. There was no patient involvement.